Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Hypocupremia [copper deficiency]. Extensive nerve damage [nerve injury]. Loss of balance [balance disorder]. Weakness of legs and arms [muscular weakness]. Tingling of legs and arms [paresthesia]. Pain in legs and arms [pain in extremity]. Constipation [constipation]. Numbness in legs and arms [hypoaesthesia]. Bladder dysfunction [bladder dysfunction]. Case description: an attorney reported that their adult male client, now age (B)(6), used fixodent denture adhesive, version unknown cream concurrently with super poligrip denture adhesive, unspecified total daily uses 1993 to present and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia, extensive nerve damage resulting in loss of balance, weakness in legs and arms, tingling in legs and arms, numbness in legs and arms, and pain in legs and arms, constipation and bladder dysfunction. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.